Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was capped due to pacing impedance has been rising steadily since march of 2025. No adverse patient events were reported. Should additional information be received, this file will be update.